Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3186, scs lead (2); therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-01216 and 3006705815-2019-01217. It was reported the patient experienced ineffective therapy. Surgical intervention was undertaken wherein the scs system was explanted.

Event description:
Related manufacturer report numbers: 3006705815-2019-01216 and 3006705815-2019-01217.